Event description:
It was reported the epg (external pulse generator) displayed an error message when tested by a nurse, prior to use on a patient. The epg was sent to the biomedical engineer with a defective tag, who returned it for repair and test/calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).